Event description:
The hcp reported that the pt developed a staph infection in the device pocket. The device system was removed and the infection resolved. A new interstim system was implanted in 2004.